Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter was read inaccurately. The patient mentioned that he had ordered 800 test strips from a mail order company and the strips arrived at a "temperature that was too hot to touch." He was concerned about getting erratic readings. The patient manages his diabetes with humalog insulin and metformin. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. The patient reported blood glucose results of "133, 122, 67, and 91 mg/dl" with a lifescan meter and "64 and 91 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. It is unclear, however, what exact time each reading was obtained. The patient did not take any actions related to diabetes treatment due to the alleged issue. Four days after the alleged issue began, the patient claimed that he developed a symptom of shakiness. The patient denied that he received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what his last meter reading was before the symptom developed, what actions the patient took before and after the symptom started, and if he tested his blood glucose while feeling shaky. In addition, it would have been helpful to know the actual date(s)/times of the reported blood glucose readings. The patient reportedly performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.